Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the cause of death was a tear in the left atrium. It was unknown exactly when the tear occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient required cardiopulmonary resuscitation (CPR). The patient did not recover and expired. No further information is currently available.